Event description:
It was reported that the patient received a service code 1703 message on their communicator, stating, "out of range. Contact your clinician. The neurostimulator is providing less than the requested therapy." The patient also noticed the return of parkinson¿s symptoms, including bradykinesia. The patient first mentioned seeing the error message around june 10, and although the message temporarily disappeared, it reappeared later. The patient had undergone entropion repair surgery on june 5, during which stimulation was on, and bipolar electrocautery was used. No falls were reported. Impedance testing was performed, with electrode 0 showing an impedance value of more than 5000 ohms, and the other electrodes showing values between 1708 and 3437 ohms. The patient is currently programmed with electrodes 0 and 1. The agent suggested re-running impedance testing with right arm movement during the test and plans to discuss reprogramming with the patient¿s healthcare provider. The patient has messaged their physician and is awaiting a reply, with t heir next appointment scheduled for mid-july. The issue remains unresolved, and no surgical intervention has occurred or is planned at this time.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep called to report patient getting error message 1707 on 2 separate occasions and was wondering what it meant/what could be done. Reviewed meaning of code and suggested getting report logs. Informed caller more would be done to look into this code. Discovered after the call ended that this code can also be an indication to move the recharger, an email was sent to the caller with this update. Caller reported the system to be a primary cell implanted in (B)(6) 2024. Caller said patient was currently at hcp's office and they sent email to the clinic nurse while on the call asking for logs to be pulled. Additional information was received from a manufacturer representative (rep) on 2025-jul-07. The rep reported that the cause is unknown but possibly from the surgery procedure the hcp mentioned. To resolve the issue, they reprogrammed the patient. The issues resolved.